Event description:
A surgeon reports a patient complained of blurred vision following intraocular lens (ol) implant surgery. Upon examination, a scratch was noted on the iol. The lens was removed and replaced with the same model. The patient has had a good outcome following the lens exchange with no further reported.